Manufacturer narrative:
Should additional information become available, this investigation will be updated.

Event description:
Boston scientific received information that this right ventricular lead had dislodged and loss of capture was also noted. This lead was repositioned and remains implanted. No patient effects were reported following the procedure.